Event description:
It was reported that the patient presented with a hypersensitivity reaction to the suture. The patient presented with what appeared to be an eczematous dermatitis mimicking paget's disease on their breast several weeks after mastectomy reconstruction. The deep sutures were resected and the rash improved.